Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement. Users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2014, the patient was implanted with two gore® excluder® aaa endoprostheses (rmt261416/12136532 and plc201400/12262529) to treat an abdominal aortic aneurysm. The aneurysm had a maximum diameter of 57.8mm. On (B)(6) 2015, cta revealed a persistent type ii endoleak originating from a lumbar artery. The aneurysm measured 63.0 mm in diameter at this time. On (B)(6) 2016, the patient underwent an additional re-intervention procedure whereby percutaneous embolization of the type ii endoleak was performed. The patient tolerated the procedure.